Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and stated he was unable to recreate the reported issue and did not detect any functional issues with the surgical table. The customer indicated that they have been trained on properly transferring patients from the table. This is considered an isolated event. The 4085 general surgical table operator manual states, "warning - tipping hazard: do not place patient on this surgical table unless floor locks are engaged. Center tabletop over column before transferring patient on or off surgical table." The steris service technician inspected the table, confirmed it to be operating according to specification, and returned the unit to service. As this is an isolated event and it was determined that the table was operating according to specification, the reported event is likely attributed to the floor locks not being engaged or the tabletop of the unit not being centered. No additional issues have been reported.

Event description:
The user facility reported that following a procedure their 4085 surgical table began to tip over while moving a patient off the table to a stretcher. No report of injury.